Event description:
As reported by the study, 18 days after percutaneous coronary intervention (pci), the patient went into cardiac arrest during surgery for colon cancer and died. There was evidence of a non-q-wave myocardial infarction (mi) with troponin greater than or equal to five times above the upper normal limits. The location of the mi was undetermined and if it was target vessel related was also undetermined. An autopsy was not performed. There was no evidence of stent thrombosis. These events were classified as possibly related to the device but unrelated to the index procedure.

Manufacturer narrative:
As reported by the study, this patient presented to the cardiac catheterization unit with stable angina pectoris as the primary indication for intervention and 3-vessel disease was found. A staged procedure was not planned. Left ventricle ejection fraction (lvef) was not available. The patient's blood pressure was 140/90 and the heart rate was 63. Pre-procedure cardiac enzymes were not checked. Pre-procedure medications included aspirin, clopidogrel and statins. Intra-procedure medications included aspirin, clopidogrel and unfractionated heparin. Pci was performed on an 80% de novo lesion in the proximal to mid left anterior descending artery (lad) of 31mm in length in a 3.5mm vessel diameter (in a native vessel) at a bifurcation requiring double guide wire. The (type c) eccentric was characterized with an irregular contour, heavy calcification and thrombus absent. The lesion was pre-dilated with a 3.0x12mm balloon at 16 atm before a 3.5x33mm cypher select plus stent at 10 atm with satisfactory results. Post-dilation was done with a 3.5x15mm balloon at 22 atm because the stent was not fully expanded and because of the bifurcation. The residual diameter stenosis measured 0%. Thrombin inhibition in myocardial infarction (timi) flow pre and post-procedure were not documented. Intra-vascular ultrasound (ivus) was not used. There were no procedural complications. The patient was discharged two days later. Post-procedure troponin was within normal limits at the 6-24 hour interval post-procedure. There were no additional cardiac enzyme checks documented. Post-procedure medications included permanent aspirin, clopidogrel for 12 months, statins and ace inhibitors. Please note that this device is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.